Event description:
Boston scientific received information that this device system exhibited a high shock impedance measurement of greater than 125 ohms. The impedance had been steadily rising since before this device was implanted. Impedance measurements were tested and in all but one configuration the impedances were out of range. To date, no adverse patient effects have been reported.

Manufacturer narrative:
To date, the device and lead remain implanted.